Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that, at the beginning of (B)(6) 2026, she was hospitalized after experiencing elevated blood glucose levels following approximately 4-24 hours of pod wear on the arm. The patient reported that blood glucose was above 250 mg/dl, though no specific value was reported. She also reported detecting the smell of insulin during wear, suggesting a potential leak. The exact event date was not provided; therefore, the event date included in this report is approximate. The patient reported developing symptoms including shortness of breath, difficulty breathing, kidney pain, polydipsia, and lethargy, prompting her to seek medical attention. She was subsequently hospitalized and diagnosed with a stroke. Treatment during hospitalization included stroke prevention medication, and healthcare professionals provided her with information on maintaining lower blood glucose values and controlling her diet. The patient remained hospitalized for approximately five days. The pod involved was removed and discarded at the hospital and, therefore, is unavailable for investigation.